Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the atrial lead exhibited noise. No intervention was performed. The patient experienced no adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.